Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and increased pacing lead impedance values were observed on the lead following device implant. It is suspected that the lead was fractured during implant. Lead was capped and replaced. Patient is well after the procedure.